Event description:
The surgeon implanted a collamer lens model cc4204bf and was damaged during implantation. The incision was enlarged when the lens was removed. There were not other pt injuries. It is unk there was a product malfunction.